Manufacturer narrative:
Based on the received information from the field, a cause for the increased ground path impedance (gpi), might be related to a damaged reference electrode or a physiological issue e.g. Air over reference electrode. However, to determine an exact root cause a device investigation would be necessary. No further information has been received and no information on possible further steps have been given. This is a combined initial and final report.

Event description:
The recipient was unable to hear with the right-side implant. Left side implant functioned well. The clinic requested advice on how to proceed. Recipient did not suffer from any cold/flu like symptoms. There was no accident or trauma reported. Clinical support recommended massaging the area over the implant as well as further testing whilst applying pressure to verify if an air bubble may be the cause of the issue. Reportedly, the recipient was wearing a tight headband for 2 weeks without changing the results; the recipient still had a high ground path impedance (gpi) and poor hearing perception. Parents did not want a surgery under anesthesia. Further suggestions made by clinical support. Despite requested, no further information about next steps were obtained.